Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). It was reported that the rep had a follow-up with a patient who has a vanta implanted since (B)(6) 2022. Now the ins is in elective replacement indicator (eri) with an estimated battery life less than 3 months and a battery level of 59%. Last january the same patient show an estimated battery life of 13 years after having the device turned off for a week. Today we decided to turn off the ins for a month while waiting for surgery to change the leads. The previous ins was a prime and lasted 7 years, with the same programing conditions, the rep was wondering if it is normal to have the short duration of the vanta. On 2023-apr-28 e1 (rep, for): additional information was received. It was reported that the reason for surgery to change the leads was that the healthcare provider (hcp) would like to change the tetrapolar lead by 2 octopolar to improve patient therapy. The patient first started seeing eri in (B)(6) 2023. To resolve the eri/estimated battery life of less than 3 months they are deciding what to do, but probably they will change the ins. They have turned off the ins while they make a decision. On 2023-may-03 e2 (rep, for): additional information was received from a manufacturer representative (rep). It was reported that the doctors want to improve patient zone coverage with octopolar leads that provide more programming options than tetrapolars leads. The rep would like to make it clear that there isn¿t problem with the lead, they just want to change it because patient doesn't have sufficient coverage with only 4 poles. The rep doesn¿t have any information about the lead apart from it is a tetrapolar lead, neither the doctors.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown product type lead b3: date is approximate. H7: notification 2182207-08-23-2024-001-c h2: spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.